Manufacturer narrative:
Although the customer initially reported a service code, trouble shooting of the unit with customer service determined that unit's asi was flashing red and the AED would not power on. This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.